Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg charger no longer communicated with the ipg. A second charger was used to attempt to communicate with the ipg but no connection could be made. Surgical intervention was taken and the ipg was replaced with a new one to address issue.